Event description:
As reported, during the procedure, a balloon burst of the commander delivery system. Despite this event, the valve was fully deployed. Following deployment, the device could not be retracted into the sheath. Consequently, the patient's femoral vessel was considered to be at risk, and closure of the femoral artery was converted to a surgical approach with involvement of a vascular surgeon. The patient was reported to be in good condition following the procedure. The perceived root cause of the balloon burst was calcification of the xenograft valve tissue.

Manufacturer narrative:
The lot number is unknown. The investigation is ongoing.